Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 sensor disconnected from the ilet after a shower, resulting in signal loss to the ilet while glucose readings continued to display on the dexcom app; the sensor had been active for six days and the agent guided the user to toggle cgm settings from g7 to g6 and back to g7 and re-pair, after which the ilet displayed ¿pairing with sensor.¿ symptoms included no reported blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and user education to restore communication between the cgm and the ilet. Investigation of this case revealed a communication disruption between the cgm and the ilet with restoration steps performed, consistent with transient wireless connectivity loss after exposure to moisture, without evidence of a device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-ilet communication loss likely related to environmental factors and resolved through re-pairing.